Event description:
It was reported the patient presented with severe angina with 90% stenosis in the left anterior descending coronary artery. The vessel was pre-dilated with a 1x6 semi complaint balloon and the xience alpine 2.25x15mm was deployed at 16 atmospheres. After stenting a proximal edge dissection was observed. Another xience alpine was implanted to treat the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.